Event description:
It was reported that there were concerns of oversensing on this left ventricular (lv) lead, leading to pacing inhibition. Additionally, the lead recording an alert for left ventricular automatic threshold (lvat) test suspended due to out-of-range amplitude. Technical services (ts) reviewed the device data and additionally noted possible loss of capture (loc). Further evaluation of this lead was recommended. No adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that there were concerns of oversensing on this left ventricular (lv) lead, leading to pacing inhibition. Additionally, the lead recording an alert for left ventricular automatic threshold (lvat) test suspended due to out of range amplitude. Technical services (ts) reviewed the device data and additionally noted possible loss of capture (loc). Further evaluation of this lead was recommended. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
This report contains a correction to field h6 impact codes.

Event description:
It was reported that there were concerns of oversensing on this left ventricular (lv) lead, leading to pacing inhibition. Additionally, the lead recording an alert for left ventricular automatic threshold (lvat) test suspended due to out of range amplitude. Technical services (ts) reviewed the device data and additionally noted possible loss of capture (loc). Further evaluation of this lead was recommended. No adverse patient effects were reported. This lv lead remains in service. Additional information was received that this lv lead was successfully explanted and replaced due to dislodgment. No additional adverse patient effects were reported outside the revision procedure.